Event description:
Unable to verify biventricular capture on the presenting rhythm strip. Recommend capture thresholds in clinic. Lv is programmed to 2.0v@ .6ms, lv capture management unable to complete due to underlying atrial arrhythmia. Ventricular sense response suggested to increase bi ventricular pacing." Lead manufactured by st jude. Case: (B)(4) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).